Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one (B)(4) device was returned with no apparent damage with a (B)(4) cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second firing of the device with a green reload, with seam guard buttressing material, the doctor fired the device and patient side of the staples cut but didn't deploy any staples. The specimen side fully deployed all staples. The doctor sewed the patient side with suture. A second device and reload was used to complete the procedure. There were no patient consequences reported.